Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to change the battery on their device to resolve the issue. The insulin pump will not be returned for analysis.